Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the extractor in question was damaged during removal of broken screw. The operation was completed without any problem. This report is for one unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw/lot unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: required intervention to prevent permanent impairment/damage (devices) inadvertently checked; should be blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.